Event description:
An aneurx stent graft system was successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 88 months ago. Aneurysm and vessel morphology at the time of implant were not reported and the patient's follow-up history is unknown, but thought to be none or limited. It was reported approximately one to two weeks before the planned intervention, the patient presented emergently with pain. The patient had traveled from out-of-state back to the implanting hospital. The patient has a 14 cm aneurysm with a contained rupture and a proximal type I endoleak. At the time of intervention, the aortic neck is severely calcified, angulated 80 degrees, and reverse funnel shaped with a diameter of 29-34 mm over a length of 1.5-2 cm. The iliac vessels are moderately tortuous and moderately calcified. Due to the iliac tortuosity, one of the iliac extension grafts (MFR report# 2952300-2009-01689) on the left side was kinked and dislodged, although there was no loss of seals. A type iii endoleak was present between the bifurcated stent grafts. (MFR report# 2952300-2009-01690), and the aortic cuff (MFR report# 2952300-2009-01691). A talent cuff (MFR report# 2952300-2009-01692) was implanted between the original aortic cuff, and bifurcated stent graft to attempt to resolve the type iii leak and possibly the type I leak; however, it was ineffective at resolving both endoleaks. It was then decided to implant another manufacturer's aortic cuff in the talent cuff used to intervene for the endoleaks and to convert to an aui by implanting another manufacturer's converter and 2 aneurx iliac limbs (both on the same side) to support the kinked aneurx limb. These aneurx limbs were successfully implanted; however, a fem-fem bypass was not done. After an angiogram was performed, there was still a persistent type I endoleak, so the physician implanted another proximal talent cuff (MFR report# 2952300-2009-01693), and intentionally covered both renals to try to resolve the proximal type I endoleak (intending for the patient to be on dialysis, which would have been better than not treating the rupture/leak). However, the talent cuff would not seal and was not resolving the type I endoleak, and the renals were still patent. It was then decided to perform an open surgical conversion, and explant all the stent grafts. A dacron graft was sewn in. The patient was alive at the end of the case. It was reported the patient expired from severe blood loss later that night.

Manufacturer narrative:
Conclusions: (death, endoleak), (aortic neck is severely calcified, angulated 80 degrees, and reverse funnel shaped with a diameter of 29-34 mm).